Event description:
It was reported that unexpected resets occurred intermittently. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.